Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after an outpatient visit, the physician determined that this pacemaker system would be explanted the following day due to infection and erosion. As a result, the pacemaker device and the right atrial (ra) and right ventricular (rv) leads were explanted, and the procedure was completed without problems. It was noted that a new pacemaker system will be implanted at a later date. No additional adverse patient effects were reported.